Event description:
It was reported that during insertion of an mi60l lens into the patient's eye, the lens wrinkled upon exiting the delivery device (lp604350). The incision was enlarged to remove the lens and replaced with a lens of same model and diopter. No sutures were used to close the wound and the patient's condition was reported as excellent. Reference MDR #1119279-2012-00027 for the delivery device.

Manufacturer narrative:
The lens was returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.